Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted in the hospital. The customer was new to the pump and the cause of the low blood was over infusion from mistake. The customer was treated twice with an injection into her IV. Customer's potassium went low as well so she was shot up with potassium before. Customer was treated at hospital and released the next day.